Event description:
It was reported during a da vinci myomectomy surgical procedure that the jaws of the maryland bipolar forceps instrument would not close completely. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The pitch down cable was loose and becoming undone. The was no other damage to the other cables. The reported complaint of the instrument's jaw not closing properly does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.